Event description:
The customer reported that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 at 23:00. Customer stated they were hospitalized for 3 days. Customer stated their blood glucose was between 230 mg/dl and 300 mg/dl when they were admitted to hospital. Customer's blood glucose at the time of the call was 250 mg/dl. Customer stated they took a ketones test but did not remember results. Customer was taken off the insulin pump when they were hospitalized and treated with intravenous insulin drip. Customer stated they were feeling unwell, nauseous, and sick the previous day and called the ambulance on (B)(6) 2021. At the time of hospitalization they experienced confusion and were not feeling well. Customer said they did not recall complications with the insulin pump. Customer said they ate some really bad food that may have contributed to them feeling sick. Customer stated after they were released from hospital they were placed on manual injections. Customer stated they saw blood glucose drop drastically with insulin given by hospital. Customer contacted hcp and hcp stated the drop was due to insulin given by the hospital. Hcp advised customer to get back on insulin pump however customer noticed pump was no longer communicating with minimed mobile app, customer tried to relink devices but was unsuccessful. Customer was assisted with relinking insulin pump with minimed mobile app during trouble shooting. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on december 18, 2021 with blood glucose of 300 mg/dl. The customer's current blood glucose was 250 mg/dl. The customer did experienced symptoms such as nausea. The customer was treated by intravenous insulin drip. Troubleshooting was declined for high blood glucose and under delivery. It was unknown that auto mode feature was active or not at the time of event. The customer report did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis.